Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed an unexpected restart alarm. Customer's blood glucose was 16 mmol/l. During troubleshooting, found unexpected restart alarm and signal too low alarm in history. Customer was advised the device will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump passed the self test and unexpected restart tests. No unexpected external ram crc or restart error alarms were noted. The pump was received with motor error alarms during the occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The pump had a cracked reservoir tube lip.